Manufacturer narrative:
Missing lot information, ada site number and placement date were requested from the initial reporter. A follow up report will be submitted when the information becomes available. The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the implant failed on the day of attempted placement. There were no reported patient complications.

Manufacturer narrative:
Missing lot information, ada site number and placement date were requested from the initial reporter. A follow up report will be submitted when the information becomes available. The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. The device was not received by the manufacturer. Lot number was not provided by customer. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
The clinician reported that the implant failed on the day of attempted placement. There were no reported patient complications. (B)(4).